Manufacturer narrative:
Correction: (b.5.) Clarified event description. Investigation results: a complaint history review cannot be performed as no batch/lot number was provided. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
It was reported that on (B)(6) 2025, approximately 20 minutes after performing a venous puncture on a patient, significant redness, swelling, and pain developed at the puncture site. The indwelling needle was immediately removed, revealing a 2mm tear at the catheter tip and a small amount of medication seeping from the punctured skin. This incident did not cause permanent harm to the patient but prolonged treatment time, necessitated re-puncture, and increased patient discomfort.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax0.75in prn ec slm npvc catheter defective/damaged the patient was admitted for appendicitis treatment. Following medical instructions, an intravenous line was established preoperatively. After removing the steel needle, a small amount of fluid seeped from the withdrawal site. The needle was immediately replaced with an IV catheter. Once the intravenous access was successfully reestablished, the patient proceeded smoothly to surgery.